Manufacturer narrative:
Per the instructions for use (IFU), balloon rupture is a potential risk of the tavr procedure. The certitude delivery system was returned to edwards lifesciences for evaluation. Upon visual inspection, a longitudinal and radial balloon burst was observed. Balloon (single) wall thickness measurements were taken along the longitudinal tear on the balloon to ensure that the wall thickness was within specification, as a thin wall could contribute to a balloon burst. All balloon single wall thickness measurements met specification. Transcatheter delivery balloon burst complaints have been previously investigated by edwards and documented in an edwards technical summary.  A detailed root cause analysis revealed that it is very unlikely that a product defect contributes to this type of event. There are extensive manufacturing inspections in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing performed to every manufactured lot). The thv delivery system balloons are subject to increased risk of burst due to contact with a highly calcified annulus. Analysis revealed that these types of ruptures are typically caused by puncture from calcium on the native aortic valve when the inflated delivery system balloon comes in contact with the native annular calcification at full inflation/deployment. Information provided indicates the patient had a severely calcified stj and severely calcified aortic root, as well as moderate calcification in the native annulus and native leaflet. In this case, the cause of the balloon burst was believed to be the patient¿s heavy stj calcification. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Manufacturer narrative:
(B)(4). Investigation is ongoing.

Event description:
As reported, during a transapical tavr procedure in the aortic position, during valve deployment, as the valve reached full expansion the delivery system balloon burst. The valve remained stable while a new delivery system was opened. The procedure was able to be completed with final valve deployment at 80:20 aortic with trace pvl. The patient left the operating room in stable condition. The balloon burst was attributed to the patient's heavy stj calcification.